Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer experienced high blood glucose of 400mg/dl. Customer¿s current blood glucose was 189mg/dl. Customer stated that they had issues with infusion set and declined troubleshoot for high blood glucose. Insulin pump will not be return for analysis.